Event description:
It was reported that the pt underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted into the pt. It is reported that the pt experienced pain, erosion of internal tissues and has undergone add'l surgeries and revisionary procedures. No add'l info is provided at this time.

Manufacturer narrative:
The patient underwent revision of sling on (B)(6) 2008 due to urinary retention. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted. It was reported that patient underwent suburethral coaptite injection on (B)(6) 2008. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted. It was reported that following insertion the patient experienced bowel problems, recurrence and vaginal scarring.

Manufacturer narrative:
(B)(4). Conclusion - no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence.

Manufacturer narrative:
It was reported that following insertion the patient experienced frequency, vaginal itching, burning sensation, urinary tract infection, vaginal discharge, vaginitis and infection.